Event description:
It was reported that customer experienced cgm error with sensor. There was no reported adverse impact to the customer. Technical support guided customer through pump reset, error did not reappear, and customer successfully started new sensor session.